Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences, calibration errors and a change sensor alert. Customer indicated that the sensor glucose was between 92 to 94 mg/dl and blood glucose was 44 mg/dl. Customer indicated that one of the sensors looks curved when it should be straight. After troubleshooting, customer was advised to call back should issues persist as customer states that the blood glucose was at 138 mg/dl. Customer indicated that she mailed back the sensor which may have been curved.